Event description:
It was reported that the patient died on (B)(6) 2016. There is no further information available at the moment. The investigator assessed this event as possibly related. No additional information available at this time.

Manufacturer narrative:
The ICD and the leads were not returned for analysis. The analysis is therefore based on the available production documents and the returned device data. The provided data were analyzed. The atrial, right-ventricular, and left-ventricular pacing impedance trends, as well as the shock impedance trends, showed normal and expected values. The holter data documented three automatic formations and six periodic iegms since 9 march 2016. The analysis of the available periodic iegms did not show any anomalies. The manufacturing process of the ICD and the leads was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test for the ICD documented proper device behavior. In summary, no indications of a malfunction of the ICD or the leads were found based on the available information. If additional relevant information or the devices themselves should become available, this report will be updated accordingly.